Event description:
Healthcare professional (hcp) reported the home patient (hp) experienced pain during drain while using the homechoice pro cycler for apd therapy. Follow up with the hcp reveals that the hp had experienced pain during the initial drain phase of therapy. The hcp related that the hp has a last fill volume of 2400mls, which dwells in their peritoneum during the day and is drained out during the subsequent initial drain. The hcp relates that the hp absorbs some of this fluid during the day and therefore does not drain the full amount back out. The hcp had set the initial drain alarm setpoint at 2000mls. The hcp relates that the hp is prone to experiencing pain during the initial drain if pt becomes too dry and felt that the initial drain alarm setpoint may have been programmed too high. There was no patient injury or medical intervention reported as a result of this incident.